Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 12mm emerge balloon catheter, it was noted that the shaft of the balloon catheter broke. No patient complications were reported.